Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the rf head connector was defective. As a result the link electronic module (lem) circuit board was replaced. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head connection was faulty. The programmer was returned for servicing. There was no patient involvement.